Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Date of implant: unknown. Date of explant: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "surgeon would like the valve investigated because the patient was getting low pressure headaches when the valve was at the highest setting. He wants to rule out that the valve wasnt functioning correctly. He states that it may be the patients own condition."

Manufacturer narrative:
Investigation: a visual inspection of the progav 2.0 valve was performed. No significant deformations or damages of the valve were detected during the visual inspection. Next we tested the permeability of the valve. The investigation indicated that the progav 2.0 has a blockage and the shunt assistant is permeable. To ensure that the valve is adjustable, we tried to adjust the valve from 0 cmh2o ro 20cmh2o and down again in increments of 5cmh2o. The valve was adjustable to all settings. Next we tested the braking force and brake functionality. The braking function is fully operational and meets specifications. Finally we carried out a computer controlled simulated flow test. Because the progav 2.0 is not permeable, a computer controlled test was only applicable to the shunt assistant. The computer test results show the athe shunt assistant is operating within the permissible range. In order to verify whether the valves were compromised by the known risks of hydrocephalus therapy, e.g. By build up of natural substances (protein, blood or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. Inside the valve we have found a slight build up of substances (likely protein), which may have caused the suspected malfunction is the past. Results: based on our investigation, we confirm the presence of occlusion in the progav 2.0 valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therepy by shunt implants. We assume that the blockage could have affected the valve function. No further actions are required.